Event description:
It was reported, the video telescope, ¿had optics problems with maintaining the white balance, everything is overexposed in green, after adjusting the white balance the problem returns after a while of operation. In addition, when handling the handle, there are occasional horizontal distortions in the image.¿ the issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is still in progress. If additional information is received, a supplemental report will be drafted. Olympus will continue to monitor the field performance of this device.